Event description:
It was reported that the right atrial (ra) lead was presumed to be prolapsing over the valve. Moreover, ra lead was suspected to be dislodged. The lead tip remained in the patient. Additional information was obtained and it was indicated that the lead tip found to be calcified to tricuspid valve during extraction echo. Lead testing was not done on this lead prior to extraction. The lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.